Event description:
The broach became stuck in the femoral canal, surgeon had to perform osteotomy to remove broach. Twp broach handles broke while trying to remove the broach. Surgery extended 30-45 mins.

Manufacturer narrative:
Examination of the returned instruments confirms the reported observation. The investigation is unable to conclusively determine the root cause. A review of mfg records for the provided mfg lot did not identify any related mfg or inspection anomalies. The broach that reportedly had become lodged in the pt's femoral canal was not returned for eval. The mfg lot code was also not known. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.